Manufacturer narrative:
E1: patient city: (B)(6). Patient country:united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose 550 mg/dl. Therefore, the patient went to hospital on (B)(6) 2025 for greater than twenty-four hours. During hospitalization, the patient was treated with intravenous insulin drip. Currently, the blood glucose levels of the patient was 382 mg/dl. No further information available.